Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 32mm-38mm in length, eccentric, de novo target lesion was located in the mildly tortuous, mildly calcified and 2.5mm-3.0mm in diameter left anterior descending artery, left circumflex artery and left main coronary artery. The lesion contained >45 and <90 degrees bend. A 7fr guide catheter was placed. After a non bsc guide wire crossed the lesion, predilation was performed using a 1.5x20mm maverick balloon catheter. Then a 2.50x32mm promus element stent was advanced to the lesion however, it was noted that the tip of the stent was deformed. The device was removed. The procedure was completed by implantation of a 2.5x32mm, 2.75x32mm and a 3.0x38mm stents and post dilation using a 2.75x15mm quantum balloon catheter. No patient complications were reported and the patient's status was stable.